Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description and system history. According to the error codes described a proximity switch on the c-arm was activated after a collision. In case of an activated proximity switch, an override mode movement is still possible. Based on the available information the tube cover became loose due to the collision which was repaired by the customer himself. Despite several attempts, it was not possible to conduct a more comprehensive investigation as the requested information (log files, affected part etc.) Could not be provided from the customer site. Furthermore, the situation has been rectified on site. According to expert opinion, the collision situation described in the complaint can only occur if the user does not check for collisions before releasing system motions. The operator manual contains adequate instructions about handling the system with regards to the risk of collision. No parts were replaced and no corrective measures were required. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. According to the user, the c-arm could not be moved with active warning for c-arm peripheral guard. This was caused by a possible collision of the tube covers with an unknown object. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).